Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented parented to clinic for unknown reason. Upon interrogation of the device noise was observed. Device was sensing environmental noise and inhibiting pacing but it was not triggering noise reversion. Session records revealed presence of environmental noise causing pacing inhibition and triggering non-sustained right ventricular oversensing episodes but not noise reversion. Programming changes were made during device interrogation. No further information available.